Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to the f600 component being broken off the computer/analog board. Upon further investigation, the backup battery was swollen causing abnormal shutdowns. Patient protection was not affected. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The root cause for the broken f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.